Event description:
It was reported that during an esophagectomy procedure, while performing the anastomosis, the device fired malformed staples. The cartridge could not be removed from the device. Add'l suture and a new device were used to complete the procedure. No pt consequence.